Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reports: "single chg 4.5 fr PICC was uneventfully placed on (B)(6) 2022 late afternoon. When evening staff went to access it there was a complete occlusion. They initiated a peripheral i.v. I assessed the PICC (B)(6) 2022 am. It was completely occluded. All troubleshooting tactics were applied. Declotting of PICC was attempted with extended dwell time, with no effect. It was discussed with patient and np, and replacement of PICC line was decided. Upon removal of existing PICC, it was noted that the PICC was completely kinked off at 36 cm (it was inserted 41 cm), therefore the kink was 5cm internal in the vessel where it kinked off." No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4). The customer returned one s-l PICC for analysis. Signs of use were observed on the catheter body. Visual inspection of the catheter showed a small kink about 20cm from the juncture hub. This damage appears consistent with undue force being applied to the catheter during insertion or while inserted. Microscopic examination confirmed the kink. The kink on the catheter body was located 195 mm from the juncture hub. The catheter body total length measured 22" which is not within the specification of 21 5/8"-22 1/8" per catheter product drawing. A lab inventory guide wire with a diameter of .018" was inserted through the catheter. Little to no resistance was observed as the guide wire was able to pass completely through the catheter. Performed per IFU statement "load PICC onto 80 cm guidewire through distal lumen until soft tip of wire extends beyond distal tip of catheter.". A device history record review was performed, and the following potentially relevant findings were identified: for material c-15802-036a shop order, qa inspection, and non-conformance were reviewed for all relevant batches and a potentially relevant finding was discovered. A customer complaint was initiated for lot 13c20b1608 in regards to a hole adjacent to the luer hub. No holes were observed in the returned catheter , therefore, the issues are unrelated. The IFU provided with the kit warns the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested.". The report of a kinked catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was kinked. The catheter met all relevant dimensional and functional requirements. Based on the customer report that the issue was identified during use and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
Customer complaint reports: "single chg 4.5 fr PICC was uneventfully placed on (B)(6) 2022 late afternoon. When evening staff went to access it there was a complete occlusion. They initiated a peripheral i.v. I assessed the PICC march 3, 2022 am. It was completely occluded. All troubleshooting tactics were applied. Declotting of PICC was attempted with extended dwell time, with no effect. It was discussed with patient and np, and replacement of PICC line was decided. Upon removal of existing PICC, it was noted that the PICC was completely kinked off at 36 cm (it was inserted 41 cm), therefore the kink was 5cm internal in the vessel where it kinked off.".no patient harm was reported. The patient's condition is reported as fine.